Event description:
Caller reported aviva system blood glucose results, all mg/dl: 2:37 pm: 205, 2:44 pm: 316, 2:47 pm: 346, 2:53 pm: 129, 2:56 pm: 530. About an hour later, customer called the doctor and doctor instructed customer to take 5 units of humalog. Customer doesn't remember the time this happened. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.